Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the evis lucera ultrasound gastrovideoscope exhibited ultrasound missing acoustic ray, damage to the ultrasound probe, scratched acoustic lens, floating acoustic lens, and peeled acoustic lens. There was no patient involvement.